Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are no additional complaints associated with the component lots for the reported issue. Three opened probes were received, one with a tip protector, all in trays for evaluation. Upon sample receipt it was observed that one of the probes without a tip protector had a bent needle. Sample #1 was visually inspected and found to be non-conforming with the probe needle slightly bent at the stiffener sleeve and foreign material in the port. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and cut and was non-conforming for actuation. Sample #1 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the bend area and running approximately ¾ the length of the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle and shell assembly) was removed the probe was able to actuate. Sample #2 was visually inspected and found to be non-conforming with red/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and cut and was non-conforming for actuation. Sample #2 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight wear marks were observed at the bend area of the inner cutter. Gouge marks were observed at several locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle and shell assembly) was removed the probe was able to actuate. Sample #3 was visually inspected and found to be non-conforming with foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut and was found conforming for all three functional tests. The complaint evaluation did not confirm a cut failure in any of the three returned probes. One of the returned samples (#3) was found to be functionally conforming. Unrelated to the reported event, the evaluation indicated that sample #1 & sample #2 both had actuation failures. The most likely root cause for the actuation failure for sample #1 is the bent needle and bent inner cutter. The most likely root cause for the actuation failure for sample #2 is the observed damage/wear to the inner cutter of the probe. A damaged, worn, or bent inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter of both sample #1 and sample #2. After the probes were disassembled (needle and shell assemblies removed), the probes were both able to actuate. The exact root cause of the bent needle and inner cutter of sample #1 cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery, as is evidenced by the observed wear patterns on the inner cutter. How and when the inner cutter of sample #2 became damaged cannot be determined form this evaluation. The evaluation did not confirm a cut failure on any of the three returned probes, an exact root cause for the bent needle and the bent inner cutter of sample #1 was not determined from this evaluation, and both sample #1 and sample #2 were able to actuate after the observed interferences were removed; therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cutter was not able to cut during a procedure. The cutter was replaced and the procedure was completed. There was no patient injury.